Event description:
Device broke during a procedure while inside the trocar.

Manufacturer narrative:
Paper copy report was mailed to the office on 29feb2024. Tracking number is (B)(4). This mail was received by (B)(6).